Manufacturer narrative:
The hvad is used for treatment not diagnosis. The o-ring on the pump (hw4170) was broken and was replaced by an o-ring from pump (hw4185). There was bleeding reported during the implant procedure as a result of this event. The pump (hw4170) was not returned to the manufacturer for analysis as it remains implanted in the patient. The damaged o-ring was not returned to the manufacturer for evaluation since it was discarded by the site. Review of the manufacturing documentation confirmed that the device (hw4170) met all requirements for release. The most possible root cause of damage to the o-ring may be attributed to user error during implant and variation in the sewing ring gap leading to difficulty when inserting the o-ring into the sewing ring. However, there are also procedural factors such as the thoracotomy approach taken during the implant which could have contributed to the reported event. An internal investigation has been opened to investigate difficulty inserting the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to perioperative bleeding as outlined in the instructions for use (IFU). The IFU outlines the surgical procedure for attaching the sewing ring to the myocardium. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard and after tightening the sewing ring's screw verify no blood or air leakage around the sewing ring. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the o-ring on the pump was noticed to be broken during the implant surgery. The implant was done using a thoracotomy approach and the "surgeons tried multiple times to push the device on the ring", then screwed the sewing ring tight, filled the heart but found there was still bleeding around the sewing ring. At one point they saw the o-ring on the inflow of the pump and realized it was broken. The decision was made to open another pump and take off the o-ring from the new pump to use on the current pump. It was stated that it took multiple tries again to get the pump in to the sewing ring without catching on the o-ring.